Event description:
It was reported that during the implant procedure is was not possible to insert the stylet up to the tip of the lead. Another lead was used. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): analysis unknown/not analyzed, device misplaced. Analysis will be completed if device is located.